Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') and genital haemorrhage ('bleeding,') in a female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, depression, pap smear abnormal, irritability, tension, depressed mood, perineal pain, adenomyosis, vaginal itching, yeast infection, epigastric pain, constipation, gallbladder disorder and anogenital warts. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia.") And dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the device was in good position with 9, trailing coils on right side. A similar fashion was used on the opposite side with 10 trailing coils on the left side. The patient was moved to the supine position in stable condition. Coils: right tube ¿ 9 #of coils left tube - 10 # of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: satisfactory bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: mildly enlarged uterus. Small cyst left ovary measured 1 cm otherwise normal transvaginal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') and genital haemorrhage ('bleeding,') in a female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, depression, pap smear abnormal, irritability, tension, depressed mood, perineal pain, adenomyosis, vaginal itching, yeast infection, epigastric pain, constipation, gallbladder disorder and anogenital warts. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia.") And dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the device was in good position with 9, trailing coils on right side. A similar fashion was used on the opposite side with 10 trailing coils on the left side. The patient was moved to the supine position in stable condition. Coils: right tube ¿ 9 # of coils left tube - 10 # of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: satisfactory bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2018: impression: mildly enlarged uterus. Small cyst left ovary measured 1 cm otherwise normal transvaginal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Dysmenorrhea, menorrhagia. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.